Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. No blood glucose levels were reported. It was stated that the customer had high blood glucose levels and recurring no delivery alarms. Troubleshooting was performed. The insulin pump passed the prime and the insulin did exit.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.